Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain, infection, worsened incontinence, urinary problems, dypareunia and erosion as results of the implant. The patient also requires ongoing medical care. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.